Event description:
It was reported that an alert for high hv lead impedance was observed. The device did not vibrate because the patient notifiers was turned off. Noise was observed on the channel after isometric and positional testing. A chest x-ray will be scheduled to review the svc df-1 pin.